Event description:
Customer alleged that the device would not charge to any energy level. There was no indication of any pt involvement in the reported malfunction. The customer was contacted in an attempt to obtain add'l event info. There was no add'l event info available.